Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients experience perforation. The pacing leads exhibited increase in thresholds. The leads were repositioned and replaced. No further patient complications have been reported as a result of this event.